Manufacturer narrative:
Unable to confirm transmitter charging anomaly due to pump received without the original transmitter. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Unable to download history files and traces using thus. Successfully downloaded the comlink3 files. Pump error 35 is the fatal error. This was the reason for the critical pump error (open book image) alarm. Suspecting hw issue. Unable to verify unexpected alarms/suspends and bolus delivery for the event dates of (B)(6) 2023 and (B)(6) 2020 due to unavailable history files and traces download. Unable to verify unexpected pump errors/alarms noted 1 week prior to the event dates (B)(6) 2023 and (B)(6) 2020 due to unavailable history files and traces download. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. Corrosion was also found on the motor and vibrator assembly noted. Pump was received without a battery cap installed. Pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a broken battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Transmitter charging anomaly was unknown. Unable to verify customer alleged for high bgs/low bgs. Unable to perform the required testing, upload pump to carelink, download history files and traces using thus due to critical pump error (open book image) alarm. However, successfully downloaded the comlink3 files. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm, pump error 35 alarm, unable to upload pump to carelink, download history files and traces using thus due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was also found on the motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 65 mg/dl. The customer was treated in emergency medical service. The customer also reported receiving an open book image on the screen. Troubleshooting could not be performed for the low blood glucose event as the pump was on a critical pump error. The customer stated receiving other critical pump error alarms. The customer was at a social event when the pump started alarming. The customer was using the insulin pump system at the time of the event and it was unknown whether the auto mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.